Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the device has fractured when force was applied to the snap off screw. Surgeon removed the parts and pieces that fell into the patient's wound. There was no surgical delay/prolongation. Device is returning.

Manufacturer narrative:
Section h10: (d4) lot number: 64218008. (H3) the broken device reported was likely the result of applying a bending moment to the tip of the driver likely while tightening the torque defining screw which led to crack initiation, propagation, and ultimate failure. Section h11: the following sections have corrected information: (h6) component code: 431, adapter (adaptor).